Manufacturer narrative:
Customer reported this event was a nursing staff error and retraining has been completed. The curos port protector was reportedly not applied to a "biconnector" (needleless luer valve). It was applied directly to the central line catheter hub. Product packaging contains directions for use and intended use information. Intended use: the curos is intended for use on swabbable lure access valves as a disinfecting cleaner prior to line access. 3m also provides training materials (including graphics) instructing customers to apply curos port protectors to needleless connectors only and not to apply curos port protectors directly to a catheter hub.

Event description:
Customer reported a curos port protector was applied directly to a patient's tunneled central line catheter hub. The curos port protector was not applied to the luer access valve as directed on product packaging. Customer reported the sponge from the curos port protector migrated into the catheter hub resulting in a catheter occlusion. The patient reportedly received two unnecessary doses of urokinase in an attempt to unblock the catheter. Customer reported the tunneled central line catheter was unnecessarily removed and an unsuccessful PICC line insertion was attempted. Discharge was reportedly delayed, the patient was without central line access and was unable to receive parental nutrition for 5 days before a new tunneled central line catheter could be inserted. Customer reported this was a nursing staff error and product retraining has been completed.